Event description:
On (B)(6) 2010, an e-mail was sent to a local sales representative reporting the following: during a sleep study, the patient was monitored using a transcutaneous monitoring device and suffered a burn to the upper chest.